Manufacturer narrative:
(B)(4). Batch # p5738y. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: just for clarification, when the ""the anvil was separated from the device when the target tissue was anastomosed. "" was the device successfully fired? If yes, did the device staple? No. Or was the device not able to be fired which is why it was stated that ""the same event continued though the anvil was attached to the device again""? Yes. No further information will be provided. Was the staple line complete? Na. Were there any staples missing from the staple line? Na. What was the shape of the staples (b-formation, irregular, legs straight)? Na. Were the staples deployed into the tissue? Na. Were the staples seen in the surgical field? Na. Did the device cut? Na. Was the cut line fully circumferential around the target tissue? Na. If the device fully cut, were both tissue donuts present? Na. If the device fully cut, were both donuts complete? Na.

Event description:
It was reported that during an unknown procedure, the anvil was separated from the device when the target tissue was anastomosed. The same event continued though the anvil was attached to the device again. Then, the same anvil and another device were used to complete the case. There were no adverse consequences to the patient.